Manufacturer narrative:
(B)(4). The DHR for the alleged instrument was reviewed and found completely without any irregularities. This instrument was manufactured at the tecomet, kenosha facility as part of a 50pc. Lot in (B)(6) 2017. We are unable to validate the alleged complaint at this time. Pictures of alleged device have not been supplied and sample has not been returned for our investigation. Unable to validate complaint therefore no parts where put on hold. No sample part has been returned for investigation.

Event description:
It was reported that the jaw of the applier was bent easily and the screw was detached during use. The screw did not fall into the patient.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the jaw of the applier was bent easily and the screw was detached during use. The screw did not fall into the patient.

Manufacturer narrative:
Qn# (B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was manufactured at the (B)(4) facility as part of a (B)(4) lot in august of 2017. The returned instrument was evaluated and found that the tube assembly is damaged/bent open at the jaw end and the jaws are loose and misaligned and the drive rod is bent/damaged at the jaw end and the pivot pin has been slightly pulled thru 1 side of the tube assembly thus we are able to validate this complaint. Parts were 100% visually inspected and tested at the tecomet, inc. (B)(4) facility before instruments were sent to customer. No irregularities were found and or reported at the time of inspection and assembly of the product, as this is a standardized process for all instruments manufactured at this facility. At this time it is un-determined what caused the tube assembly to be damaged and for the drive rod to be bent at the jaw engagement area and for the jaws to be loose and misaligned and the jaw pivot pin to be pulled into the outer tube assembly but mishandling at end users facility is suspected.

Event description:
It was reported that the jaw of the applier was bent easily and the screw was detached during use. The screw did not fall into the patient.